Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate sensing events revealing electrocautery-induced implantable cardioverter-defibrillator lead failure. Anadolu kardiyoloji dergisi,. 2015;15(10):1302-8723. 10. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's implantable cardioverter defibrillator (ICD) system. The prior device was routinely replaced. Upon surgical closure of the device pocket, electrocautery was used for hemostasis, which resulted in electromagnetic interference (emi) and the patient received an inappropriate shock. Of note, the article stated that the therapies were "inadvertently not turned off." The lead showed inappropriate oversensing post-operatively and was subsequently replaced with no further oversensing noted. No further patient complications have been reported as a result of this event.